Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and audio anomaly. The customer blood glucose level was 227 mg/dl at the time of incident. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer performed the audio test and it was failed. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked lcd glass. No audio alert anomaly noted.

Manufacturer narrative:
Device received with blank display due to cracked lcd glass. No audio alert noted.